Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, nausea, menometrorrhagia, benign polyp of uterus, ovarian cyst, uterine fibroids and adenomyosis. Concomitant products included ibuprofen (motrin) and vicodin (norco). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), reproductive tract disorder ("reproductive system disorder or condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, reproductive tract disorder, dysmenorrhoea, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Us pelvis (performed (B)(6) 2017) transabdominal and transvaginal imaging of the pelvis was performed - impression: 1. Uterine fibroids. 2. 9 mm echogenic endometrial lesion, suggestive of a small polyp. 3. 6.8 cm simple cyst in the left ovary which could represent a functional cyst. There is a 1.7 cm complex cyst in the right ovary. Consider short term sonographic follow up in 6 weeks. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. Product stop date updated. Concomitant drugs and conditions added. New events added: abnormal bleeding (general); hormonal changes; abnormal bleeding (vaginal, menorrhagia); reproductive system disorder or condition; dysmenorrhea (cramping); fatigue; weight gain, abdominal area pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, nausea, menometrorrhagia, benign polyp of uterus, ovarian cyst, uterine fibroids and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), reproductive tract disorder ("reproductive system disorder or condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, reproductive tract disorder, dysmenorrhoea, fatigue, weight increased and abdominal pain had resolved and the oophorectomy outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, oophorectomy, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy on date of insertion: (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Us pelvis (performed (B)(6) 2017) transabdominal and transvaginal imaging of the pelvis was performed - impression: 1. Uterine fibroids. 2. 9 mm echogenic endometrial lesion, suggestive of a small polyp. 3. 6.8 cm simple cyst in the left ovary which could represent a functional cyst. There is a 1.7 cm complex cyst in the right ovary. Consider short term sonographic follow up in 6 weeks. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms menorrhagia. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received : event oophorectomy added. Genital hemorrhage downgraded. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, nausea, menometrorrhagia, benign polyp of uterus, ovarian cyst, uterine fibroids and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), reproductive tract disorder ("reproductive system disorder or condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, reproductive tract disorder, dysmenorrhoea, fatigue, weight increased and abdominal pain had resolved and the oophorectomy outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, oophorectomy, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy on date of insertion: (B)(6) 2008 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Us pelvis (performed (B)(6) 2017) transabdominal and transvaginal imaging of the pelvis was performed - impression: 1. Uterine fibroids. 2. 9 mm echogenic endometrial lesion, suggestive of a small polyp. 3. 6.8 cm simple cyst in the left ovary which could represent a functional cyst. There is a 1.7 cm complex cyst in the right ovary. Consider short term sonographic follow up in 6 weeks. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc (product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.